Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2017 and mesh was implanted during which the surgeon noted ¿mesh adhered to bowel.¿ it was reported that the patient experienced chronic pain, bowel injury, long term wound care, inflammation, scarring, anxiety and stress. The patient had a previous mesh implanted on (B)(6) 2008, mesh implanted on (B)(6) 2010, mesh implanted on (B)(6) 2012 and mesh implanted on (B)(6) 2015 which are captured in a separate files. No additional information was provided.